Event description:
It was reported that approximately five months after implant, the implantable cardiac monitor had migrated about 15 cm from the site it was implanted. The device was explanted and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).